Event description:
The patient experienced gradually increasing spasticity. The pump was replaced (see mfg. Report 6000030-2008-08163). Following a pump replacement, the new pump was programmed to the previous dose. The patient was sent home the day of surgery. The patient was barely responsive when the patient's mother awakened her in the morning. The patient was brought to the clinic and the dosage was decreased by half. The patient was then transported to the hospital emergency room. She was admitted and discharged home 4 days later. The hcp reported the event as a 'serious injury/illness, recovered without sequela.'

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump was placed under local anesthetic's as there was an issue with the anesthesiologist. The patient was sent home that day and overdosed overnight and woke up unresponsive and cold. Per the patient's family the healthcare provider programmed the priming bolus incorrectly. The patient went to the office where the pump was turned down and then was transferred to the ER and admitted to the hospital, where the patient recovered without issue. The reporter felt that the patient was never able to get the same relief with this pump as the first pump.